Event description:
During the transfer pt from chair to commode, the latch mechanism released and the pt fell to the floor, while still attached to unit. Injuries were distal right femur fracture and forehead laceration.